Event description:
It was reported that the patient was experiencing recurrent ventricular tachycardia/ventricular fibrillation (vt/vf) and passed out. The patient was treated medically for the arrhythmias. The patient alert had triggered, and the device exhibited oversensing. The device was found to be at end of life (eol) and could not be fully interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.